Event description:
On (B)(6) 2025, a carbomedics standard mechanical heart valve a5-025 was implanted in the patient while the ascending aorta was also replaced. There were no disposable rubber valve leaflet testers available and a mosquito with a rubber shod was used to test the leaflets and inspect the implanted valve. Approximately 6 hours post-surgery the patient had a stroke. The patient is alive but is reported to have brain damage. No further information has been received from the site at this time.

Manufacturer narrative:
Manufacturer will retrieve further information and will submit follow-up report upon availability of relevant details.

Event description:
On (B)(6) 2025, a carbomedics standard mechanical heart valve a5-025 was implanted in the patient while the ascending aorta was also replaced. There were no disposable rubber valve leaflet testers available and a mosquito with a rubber shod was used to test the leaflets and inspect the implanted valve. Approximately 6 hours post-surgery the patient had a massive stroke as result of clot thrombi, hemiplegic. Patient was immediately taken to neuro angiosuite to reduce the burden of embolic stroke post-surgery. The patient is alive but is reported to have brain damage. Based on the further information received, patient had high bmi (41), small annulus with increases risk of ppm, small calcified root, and surprisingly lower than expected trans valvular gradient on post op tee.

Manufacturer narrative:
Updated fields: b4, b5, d4, g3, g6, h2, h6. Manufacturer is retrieving and reviewing the device's manufacturing documents. A follow up report will be provided upon completion of this review.

Manufacturer narrative:
Updated sections b4, d4, g3, g6, h2, h4, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device remained implanted, further investigation on the device could not be performed. However, from the document review performed, no manufacturing deficiencies were noted. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. Should further information be received in the future, a follow up report will be provided.